Manufacturer narrative:
Based upon the clinical evaluation, the reported type ia endoleak was confirmed. There also was a device explant two months after the device was implanted for an unknown reason. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause of the event was not definitely identified but the following were possible contributing factors: misuse of the device with patient anatomy that exhibited a 68" aortic neck angulation; and greater than 2 3 cm diameter of the left common iliac artery (3.1). Additional factors were: the very tortuous access vessels; significant thrombus and calcification in both the aortic neck and left common iliac artery; and, a short segment dissection of the left iliac artery. Additional device - model bifurcated ba28-80/120-40, lot: 1339167-025. "Rel." Date: 5/29/2015 exp: date- 4/30/2018.

Event description:
It was reported that during the procedure, physician placed a .035 catheter on the .014 wire and advanced it into the distal aorta with difficulty. He removed 77d the .014 wire and attempted to advance a .035 guide wire which would not advance due to a kink in the catheter due to an external iliac tortuosity. Physician implanted the vela suprarenal, but it was close to 4mm below the renals, revealing a type 1a leak. At this point, physician elected to use a gore cuff to correct leak, but was presented with a type 1 b leak. Physician realigned and corrected the leak and concluded the procedure. Additional information received on (B)(6) 2015: previous patient sent in as complaint post failed implant -was explanted on (B)(6) 2015. Patient is doing fine. Was notified (b)(6 2015.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated and a vela suprarenal. Reportedly,during procedure, physician placed a .035 catheter on the .014 wire and advanced it into the distal aorta with difficulty. He removed the .014 wire and attempted to advance a .035 guide wire which would not advance due to a kink in the catheter and the external iliac tortuosity. Physician implanted the suprarenal, but it was close to 4mm below the renals, revealing a proximal endoleak. At this point, physician elected to use a gore cuff to correct the endoleak, but was presented with a distal endoleak. Physician realigned and corrected the leak and concluded the procedure. No patient injury reported.